Event description:
In a journal article, a surgeon reported a series of seven pts with pigment dispersion following intraocular lens (iol) implant surgery in the sulcus and/or capsular sac. All pts were operated between 2004 to 2007. In four of the seven pts, the iol was implanted in the sulcus due to posterior capsule tear during the surgical procedure. In the remaining three cases, it was made in the capsular sac and the surgery proceeded w/o complications. In two of the three pts, the cause of the pigment dispersion was identified as displacement to the sulcus of one of the haptics. In one case both haptics were in the capsular sac, although one had shifted to a more anterior plane, causing the pigment dispersion. All pts exhibited pigment dispersion and iridian transillumination. None of the lenses were dislocated and all the pts had good uncorrected visual acuity between 20/20 and 20/40. Two pt exhibited repetition uveitis which improved with treatment. In all the pts good intraocular pressure (iop) control was achieved with selective laser trabeculoplasty (slt) and treatment with medications. In three pts, slt was performed with good results. In one case, the iol was explanted and replaced due to hypertensive uveitis and blurred vision with insufficient response to frequent inflammation episodes which failed to respond to medical treatment. After replacing the iol, the uveitis remitted and iop remained within normal limits w/o treatment with medications. Visual acuity was 20/40. In the majority of pts in this series, the pigment dispersion was first described yrs after the surgery. All had good uncorrected far visual acuity and good iop control was achieved with medical treatment or laser trabeculoplasty. Add'l info has been requested. There are five medical device reports associated with this event. This report is for the three unk pts.

Manufacturer narrative:
The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a gastroplasty by video laparoscopy procedure, the trocar was leaking, and decreasing the pneumoperitoneum and complicating the surgical procedure. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.